Event description:
Customer reporting conflicting sars result between two tests taken 4 days apart. Initial test result was negative and test taken 4 days later was positive. No confirmation testing was performed and symptomatic status of patient is unknown.

Manufacturer narrative:
Investigation conclusion:a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: unable to determine. Source: phone.